Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed the exterior of the sample and found the cap was detached from inflation funnel. The edges of the inflation funnel were smooth and regular. The exact cause on how and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿direction of use; 3) using aseptic technique, position the needle-less syringe(slip-tip or luer-lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved, serve the inflation funnel of valve."

Event description:
It was reported that the sample port broke and the cap of the inflation valve detached.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sample port broke and the cap of the inflation valve detached.